Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4): this follow-up report is being submitted to relay additional information. The following sections were updated: b4, d10, g3, g6, h2, h3, h6, h11. D10: no product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Radiographs were provided and reviewed by a radiologist. There are ap and oblique views of the right hip available. Assessment: the right hip arthroplasty is anatomically aligned. There are two lateral plates with screws and cerclage wires. One of the femoral fixation plates and adjacent femur are fractured with mild displacement. The second plate is not clearly fractured. Bone quality is osteopenic. Based on the provided x-rays, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D6a. Implant date: during (B)(6) 2024. D10: item # unknown, unknown ms-30 stem, lot # unknown. Item # unknown, unknown g7 cup, lot # unknown. Item # unknown, unknown head, lot # unknown. Item # unknown, unknown ncb screws, lot # unknown. G2: report source new zealand. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent revision approximately 7 months post implantation due to implant fracture. Attempts have been made and additional information on the reported event is unavailable at this time.